Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR submission is a late submission. A nc has been issued.

Event description:
Patient reported, a tooth has broken off. Evaluated, tooth #26. Appears chipped on the incisal. Requested additional information and bite video.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.